Manufacturer narrative:
A heat event was evident upon investigation. The pcb is flame retardant, the case is flame retardant, and the heat event self-extinguished. This issue is caused by an intermittent connection of a fuse mount on the pcb. The mount and fuse were improved to a more secure hold. The new fuse sits more flush to the mount, reducing the possibility of it being hit or damaged during pcb handling or mounting.

Event description:
New p440 ceiling lift was unboxed and placed on charger overnight on (B)(6) 2018. The lift was used for the first time on (B)(6) 2018, during first use a resident weighing (B)(6) lb was raised 1-2 inches of the chair and stopped working as smoke started seeping from the motor. The resident was lowered and the motor was placed outside.